Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient had a cerebrospinal fluid leak and experienced a spinal headache after the trial procedure. The patient was treated with blood patch and had a lead pull.